Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized for diabetic ketoacidosis; the patient was in the ICU. The patient's blood glucose was 295 mg/dl. The alarm history only had a displayable history error but no adverse alarms. The patient may not have been properly bolusing to correct food intake. Troubleshooting did not occur. The insulin pump was not returned for analysis.